Event description:
Bed found in storage. Trendelenburg pedal inoperative. No injury reported.

Manufacturer narrative:
Technician found the bed in storage. Trendelenburg pedal was inoperative. Replaced the trendelenburg valve manual to resolve this issue.